Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that the customer was hospitalized due to diabetic ketoacidosis. The representative reported that the insulin pump was not delivery insulin which caused high blood glucose. The customer's blood glucose was over 300 mg/dl at the time of incident. The representative stated that the customer mentioned bent cannula. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.